Event description:
The pt experienced a loss of therapeutic effect, shaking returned. The stimulation turned off while the pt was in a camper and the breaker was flipped. The pt programmer's middle light was not on. He has not had shakes since checking with his pt programmer again. He has an appointment on wednesday to have his device checked. Further info is being requested from the healthcare provider.

Manufacturer narrative:
(B) (4).